Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that post-operatively during service, the hand-piece micro tornado hp w hand control does not hold the burrs. The surgery was ended with the replacement device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated at service center. The defect reported by the customer has been verified and remedied using the preventive maintenance measures listed in the "proof of repair". Unit modified according to guideline of manufacturer/unit safety test (B)(4) performed according to manufacturer's final test procedure with reference accessories . The unit has been checked for technical safety. No technical or functional faults were found in the functional tests carried out on the unit. Functional test performed. Electrical safety test according to iec 60601-1 completed. Hipot test completed. Functional test according to test procedure completed. Preventive replacement of o-rings performed according to service manual. As per input check, the tissue seal inside hand-piece was found damaged. At the time of the investigation, the root cause of the failure mode is undetermined. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Additional information received on 10/18/2018. There was no surgical delay reported and no patient impact.

Manufacturer narrative:
Date received by manufacturer on follow-up 1 should be october 18, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.